Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 64002, implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: adapter.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient experienced a loss of therapy and low impedances were measured. No environmental, external or patient factors contributed to the issue. Multiple impedance tests were done and reprogramming was attempted. A revision was done and the pocket adaptor was found to be at fault. The pocket adaptor was explanted and replaced to resolve the issue. The patient was alive with no injury. No further patient complications were anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pocket adaptor found no significant anomaly. The body of the adaptor was cut through and the product was segmented. The main component of the system and other applicable components are: product ID: 64002, serial# unknown, implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: adapter. If information is provided in the future, a supplemental report will be issued.